Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown if the event date provided by the reporter is the date the date the nail reportedly broke or the date the revision surgery was performed. Additional clarification has been requested. This report is for one unknown pfna blade. Part and lot numbers were not provided by reporter. Reporter phone number is (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) broke while the patient was at home, causing significant pain. The patient underwent revision surgery for removal of existing hardware and revision to a total hip replacement. The pfna was reported to have broken at the opening of the cephalic blade. This report is for one unknown pfna blade. This report is 2 of 2 for (B)(4).